Event description:
It was reported that the ra lead had no sensing at implant. Two days later the lead was repositioned with no sensing or capture. The lead was explanted and a new lead was implanted. The new lead was also not able to sense or capture. The assessment of this was "dead atrium". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); the distal conductor is distorted and fractured within the connector. Blood present in/on the helix mechanism and the lead was found stretched; lead damaged at implant; full lead analyzed.